Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and button error. The customer stated that the insulin pump showed an error indicating that the insulin pump's buttons had been pressed for more than 3 minutes. He stated that he had been swimming in the ocean and had disconnected from the insulin pump, but when he reconnected, he noticed the errors. The customer did not know the blood glucose reading. He stated that the battery cap contacts were damaged. He stated that the metal inside of the battery cap had been coming out and sticking to the battery. He was advised that a replacement battery cap would be sent. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan due to the button error alarm. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis. He stated that he would call back to process the replacement when he returned to the united states.